Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during device preparation the xpert stent was taken out of the package and was found prematurely, partially deployed. The device was not used and there was no pt involvement. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.